Manufacturer narrative:
Tw ID#(B)(4) . The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutter was opening into the c-arm, not behind it, no matter the angle of the scope. New device was obtained. Only a procedure delay in switching out equipment. No patient harm or effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h11, h12 corrected section: h6 medical device ¿ problem code from "1384" to "2976".